Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that the connecting screw was able to be removed with no complication to the patient.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 a patient underwent tibia osteosynthesis with tns nail suprapatellar. Reduction is performed and passed from the intramedullary nail, impact / retroimpactacion technique. Finalizing the procedure, when proceeding to remove the insertion arc, it is observed that the connection screw is cold sealed and does not allow its easy removal, several maneuvers had to be performed to try to unscrew the screw, running the risk of splitting the screwdriver or the system will be blocked and the entire system would have to be removed at great risk to the patient. A 20 minute surgical delay was noted. Procedure was successfully completed concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity unknown). This is report 3 of 3 for (B)(4). This report is for an unknown screw.

Event description:
This report is for one (1) unknown insertion instruments: connecting/coupling screw: trauma.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event: updated impacted product change. Initial reporter name and address: reporters state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.